Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, serial/lot #: unknown. Analysis of the 9733856 found insufficient information. Analysis of the 9733686 found insufficient information. Unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the first spin was off by about a centimeter posterior. Site were using e-z sterile wrap around the patient drape. Site noticed it was off after the first spins and re-drapred the patient with the same drape and another spin was performed. A second spin verified the accuracy. The procedure was competed with the use of navigation. There was a delay of 10 minutes. No known impact on patient outcome.